Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event with symptoms consisting of cloudy effluent and abdominal pain. The patient was treated with vancomycin intraperitoneally (dose and frequency not reported) for the event. On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy and antibiotic treatment were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.